Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold and high impedance. The lead was not implanted. The patient was stable.

Manufacturer narrative:
The reported event of high impedance and high capture threshold was not confirmed. All damages found were consistent surgical damage. The lead was otherwise normal. No anomalies were found.